Event description:
Initial info was reported by a physician to a sanofi aventis sales rep on (6)(6) 2010 and add'l info was received from the physician on (6)(6) 2010: a male pt received treatment with poly-l-lactic acid [sculptra aesthetic] (lot # unk, exp date: unk) for cosmetic reasons sometime this year (2010) and experienced papules that were spread out in the periorbital region where he received the injections. He gave him triamcinolone (kenalog) injections and injections of water as treatment. No further relevant info reported. This case is associated with (6)(4) (same reporter).